Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The measurable dimensions of the broken extraction screw was checked and found to be in compliance with the technical drawings and ao/asif specification. The review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. The examination of the raw material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. No product fault could be detected. Conclusion: we have to assume that the extraction screw was broken due to mechanical overloading during use. Exceeding applied mechanical force, well beyond its calculated design may cause the breakage of the tip. This device failure is related to the conditions of use and operational context contributed to this event.

Event description:
It was reported that the extraction screw conical is damaged. No further information was provided. This is report 1 of 1 for complaint (B)(4).